Event description:
Spontaneous quench of MRI system for the third time in 3 yrs. Siemens MRI scanner spontaneously quenched on (B)(6) 2015 for the third time. Prior dates (B)(6) 2014 and (B)(6) 2012. No user error. Occurred while a pt was in the scanner but no injuries or harm.